Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection, hematoma, pain (swelling)

Event description:
USA. Allegedly, a patient who underwent implant exchange and mastopexy a few weeks prior developed swelling of the left breast, initially suspected to be a hematoma. On (B)(6) 2026, she had an hematoma evacuation. Upon presentation to the surgery center on (B)(6) 2026, she was noted to be febrile and tachycardic, with purulent drainage from the incision site. (B)(6). Explant surgery was performed.